Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 237 mg/dl. Troubleshooting was initiated for the blank display. The customer did not recall any significant events leading to the blank display issues. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. However, the customer believed the battery cap was the source of the issue since it was missing a piece. The customer was advised insert a new aaa alkaline battery into the pump, and if the display did not return then revert to a medically prescribed back-up plan. No products were returned and a replacement battery cap was shipped to the customer.